Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient's desktop charger connector pin was loose and that the ins recharger did not recognize when it was plugged in unless they held it in a certain way. The patient noted that their ins had been dead for 2 days. A new desktop charger was sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed the initial allegation of the desktop charger having broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.